Event description:
An ophthalmologist reported that a pt experienced severe pain and was diagnosed the next day with a paracentral round corneal abscess, right eye, associated with wear of focus dailies contact lenses. No infiltrates, but edges slightly "dirty." Treatment consisted of tobrex, exocine, monosept. Desomedine added for pain management. Event stabilized, with scar expected out of the visual axis, however, final information is not possible at this time.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." Eval of returned unopened complaint sample were found to meet specification for all tests performed. The device history records and sterility records have been reviewed by manufacturing and found to be in compliance.